Event description:
Initial information reported by a physician to a sales representative in the form of a handwritten adverse event reporting form via fax on 19-jan-2010: a currently (B) (6) female received injectable poly-l-lactic acid (sculptra) for an unspecified indication. She received 2 vials of poly-l-lactic acid (lot #, exp. Date unknown) in (B) (6) 2007, another 2 vials of poly-l-lactic acid (lot #, exp. Date unknown) in (B) (6) 2007, 1 vial of poly-l-lactic acid (lot #, exp. Date unknown) in november of 2007 and another 2 vials of poly-l-lactic acid (lot #, exp. Date unknown) in (B) (6) 2008. In (B) (6) 2009, she reported a nodule below the left orbit area (the rest of the writing was illegible). The sales representative also reported that there was intervention that was required to prevent permanent impairment and/or damage with an explanation that the surgeon was unaware at (illegible) of procedure that pt had injectable poly-l-lactic acid. The event had resolved at the time of this report. Medical history and concomitant medications were not provided. No further relevant info reported.

Manufacturer narrative:
Device qc performed in (B) (4) 2010.